Manufacturer narrative:
The device could not be returned for evaluation. The imaging provided shows that the rise-l cage has migrated both laterally and anteriorly. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed for a rise-l spacer that was found migrated laterally one week post operatively. This event occurred in japan.